Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, d11, g4, g7, h2, h3, h6. The reported event was unable to be confirmed. Medical records were provided and reviewed by a hcp, but did not note any pain or mobility issues post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: 184508, femoral component, lot # 318040. 141273, tibial tray, lot # 834180. 184764, patella, lot # 470450. Ep-183640, bearing, lot # 464570. 141205, tibial locking bar, lot # 884630. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00460.

Manufacturer narrative:
(B)(4). Concomitant medical products: 184512 vngd ps open por fmrl rt 70, 141275 bmet regenx pri tib tray 79mm, uknown 3 peg patella, unknown 10 mm e poly bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR's submitted for associated products. Links below: 0001825034-2019-04681, 0001825034-2019-04684, 0001825034-2019-04694, 0001825034-2019-04688.

Event description:
It was reported that post right knee revision arthroplasty due to implant fracture and metallosis, the patient is experiencing pain and mobility dysfunction interfering with daily life. No additional information is available.